Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt has thigh and groin pain. Pt is having trouble walking. Pt has to wear very cushiony shoes to help her walk/standing. The left implant pain is much more pronounced after having the right hip replaced. The pt wants to know if her implants were part of a recall."